Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. There was reportedly moisture and corrosion in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This is reportable because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/09/2016 with the following findings: the review of the black box showed multiple power reboots on (B)(6) 2016. Corrosion was observed in the battery canister. The returned battery cap was undamaged and was able to fit securely. A leak test failed due a battery compartment leak and a bolus button leak. The battery compartment was cracked. Unrelated to the original complaint, the pump powered on with a dim display and an unresponsive keypad. The bolus button cover was torn. Investigators were unable to adequately investigate the reported ¿power¿ complaint as the keypad was unresponsive. The pump¿s cover was removed and further moisture ingress was found to the printed circuit board around the keypad connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).